Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: mics broke during bone cuts while changing saw attachment. Product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. From the photographs provided there appears to be a screw disassociated from the mics. This cannot be confirmed as the photograph is not the appropriate quality to confirm the failure. Product history review: device history records indicate 25 devices were manufactured under l/n: 42010517, s/n: (B)(6), prodex lot: k09q5. And all 25 devices were accepted into final stock on 5/30/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k09q5 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc: 1414517 and CAPA: 1450904 are associated with the failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Mics broke during bone cuts while changing saw attachment. Case type: tka. Surgical delay: 6 minutes. Was there any harm to the patient or user? As per the mps: part landed in the sterile field. Update: " no debris or components were left inside the patient".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics broke during bone cuts while changing saw attachment. Case type: tka. Surgical delay: 6 minutes. Was there any harm to the patient or user? As per the mps: part landed in the sterile field. Update: " no debris or components were left inside the patient."